Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on (B)(6) 2026, the patient reported very high glucose levels (up to 511 mg/dl, later around 550 mg/dl for ~12 hours) despite changing the cassette, tubing, and infusion site multiple times (4¿5 times) and performing troubleshooting. Cgm remained around 401 mg/dl. The patient initially did not seek medical help. On (B)(6) 2026, the patient was hospitalized with glucose at 664 mg/dl and treated with an insulin drip, which lowered levels temporarily, but they rose again. The pump was restarted with a higher basal rate and additional insulin was given. By (B)(6) 2026, after switching the infusion site to the upper buttock, glucose improved to 127 mg/dl. The patient also reported shingles on the abdomen, causing pain at infusion sites and difficulty with insertions.